Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) did not receive a reload to perform failure analysis (fa), but did receive the sureform 60 stapler instrument; however, fa was unable to confirm or replicate the customer-reported issue that the knife was blocked. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly several times. The instrument also passed the clamping and compression tests. The firing test was performed twice in different positions and passed each time. System logs are only partially available but did not indicate any failure. The instrument was fully functional, and no product issue was identified. Two sureform 60 stapler instruments were used during the procedure, and it remains unclear which one was involved in the reported event. An advance stapler log review shows that the logs were not available, so the procedure review dashboard was used to collect data on the installs. The logs show that the returned sureform 60 stapler instrument, (lot number: k13241017-0463), was used first, and it was installed on the system five times and fired four green reloads. On install 1, the first clamp was aborted and the second clamp was incomplete. The next clamp was successful, but was followed by a firing failure. On install 2, a green reload was installed, however no clamping or firing was attempted. On install 3, the first clamp was successful, but was followed by a firing failure. On install 4, the first two clamps were successful, but were followed by a firing failure. On install 5, the first clamp was successful, but was followed by a firing failure. Next, the logs show that sureform 60 stapler instrument (lot number: k13241017-0464), was installed on the system eight times and fired six reloads (5 green, followed by 1 blue). On install 1, a green reload was loaded, however no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with 3 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. On install 4, a blue reload was installed, however the only clamp attempted was incomplete. On installs 5-8, the first clamps were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted procedure, a sureform 60 stapler was used with an unspecified reload when the blade became "blocked." Upon firing, the stapler compressed and fired approximately two-thirds of the staple line before stopping mid-dissection. The system displayed the message "tissue too thick to continue." Although the jaws reopened normally, the staple line lacked adequate tissue compression and required manual oversewing. No fragments fell into the patient. The surgeon then switched to a different stapling device with another reload and experienced no further complications. The procedure was completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review.